Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. Based on the physician's assessment, the death was determined to be unrelated to the device or stimulation; however, the cause of death remains unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. Based on the physicians assessment, the death was determined to be unrelated to the device or stimulation; however, the cause of death remains unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event correction to the initial MDR in block: h11. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 2000018174, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4). The ipg has not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The reported patient death is acknowledged. Based on the physician's assessment, the event was determined to be unrelated to the device or stimulation; however, the underlying cause of death remains unknown. Based on the available information, the allegation of device related involvement in the reported death is not confirmed. While there is no evidence to suggest device involvement, the cause of death remains unknown and cannot be further evaluated. Therefore, in the absence of device return and analysis the likely root cause could not be established.